Event description:
While troubleshooting alarm situation with baxter operational support, husband of home pt (hp) reported previous episode of peritonitis while using the homechoice cycler automated peritoneal dialysis therapy. Follow-up with the healthcare professional (hcp) reveals the hp had ongoing episode of peritonitis since 3/99. Hcp states hp has had several different types of bacteria identified at different times since march - acinetobacter iwoffii, staphylococcus coag neg, group d enterococcus, morganella morganii, and proteus mirabilis. Hcp states hp had occasionally tested negative during this time, however, was found to have a higher than normal white blood cell count and was given antibiotic therapy. According to the hcp, hp has had catheter removed in 9/99 and has temporarily been switched to hemodialysis. Hcp states hp is scheduled for surgery in 1999 to implant new catheter and plans to continue therapy using homechoice cycler. Hcp states she does not attribute peritonitis to the homechoice cycler but feels it may have been contracted internally through bowels. Hcp relates she is unable to provide further incident detail.